Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis revealed that the left-sasi has a general appearance of minimal wear. All electrical ports were clear of any obstruction and show no signs of damage or defects that could compromise the functionality of the device. A functional evaluation was conducted using articulating planar arm and saw wing fixture. The assessment found the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. While conducting functional tests with the saw wing fixture attached, the assessment found no undesired movement or play between the saw and sasi or within the sasi itself. Additionally, the sasi was able to be assemble when attached to the articulating planar arm with the sterile drape gasket in position. The assembly was secure and rigid, and no amount of vibration or jerky movement could contribute to the saw clamp lever and planar clamp opening on its own. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional evaluation found attempts to re-create the complaint scenario ¿easily disengaged ¿were unsuccessful. The reported condition of the sasi planar clamp unlatching during resection was confirmed, which lead to application-terminating error. However, the investigation of the returned left-sasi as well as additional information from the user confirmed the planar clamp unlatching was influenced by the user and could not have occurred on its own. Based on the investigation, the potential cause can be tied to user due to the accidental unlatching of the sasi. There is no indication that a design or manufacturing issue has caused the complaint condition. The assignable root cause related to the unintended/unexpected disengagement was determined to be traced to user, which is user error. However, the root cause for the loose clamp was not confirmed.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) device was being used when a resection of the left knee had a saw console error message was shown on the screen and the application was terminated. As a result the surgeon switched to a manual total knee procedure in order to complete the surgery. Upon checking on the root cause, it seems that the saw interface (left) clamp has been loosened. After the operation ended, sales rep has checked and found out that the saw interface clamp was too loose, which may cause the saw console error. It was reported that there was a 10 minute delay in the surgical procedure. It was reported that the device was being used with a robotic assisted base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2024. .